Manufacturer narrative:
One double lumen pediasat catheter without any attached components was returned for evaluation. The extension tubes of both the distal and proximal lumens were cut and the hubs were not returned. Dry blood was observed at the optical module connector. Leak testing on the actual returned catheter was not able to be performed as the lumen hubs were not returned. However, leak testing was performed using a tuohy-borst connector, which confirmed leakage between the optics and proximal lumen from inside the backform. An x-ray was taken of the backform and voids were seen inside. Visual examinations were performed under microscope at 10x magnification. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Customer report of leakage issue observed from the backform was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.

Event description:
It was reported that leakage was observed from the backform during animal experiments. There were no patient complications reported.